Event description:
My freestyle libre 3+ device read 75. My glucose was actually 210. I have had 5 sensors in a row fail after around 12 hours. I have received/am in the process of receiving replacements but of the 5 that failed, 2 of those were the replacements. I haven't filed this current sensor because this is dangerous. I sought help and drank sugar soda. That could have killed me. Add: the photo shows 74, but a difference of 1 or 2 between button presses are normal. Showing my sugar as low caused me to eat food, raising my blood sugar. It was actually already high, so it just went higher. The difference was 135 mg/dl when acceptable range is 40 points of difference. Pt: 1905. Device: 2460. Referencing reports: mw5190782, mw5190783, mw5190784, and mw5190785. This report captures freestyle libre 3 #1.